Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information notes that during revision the guidewire could not be inserted smoothly, while removing the guidewire the lead was damaged and explanted.

Event description:
It was reported that upon interrogation the left ventricular lead exhibited high impedance due to dislodgement. The pulse generator was programmed ddd mode with ventricular pacing only. The patients condition was good after reprogramming.